Event description:
A customer observed a failed glucose calibration on the vitros 250 analyzer. The investigation determined that the customer loaded creatine reagent and manually identified the reagent as glucose reagent. If this action has occurred in the testing mode, biased results would have occurred. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
During the event investigation, the customer confirmed that a creatine cartridge was loaded into the slide supply position that had been incorrectly identified as containing a glu cartridge. Acceptable glu results were obtained after the customer correctly loaded a glu cartridge in the glu slide supply position. No malfunction occurred. The vitros 250 operated as programmed and intended. The root cause of the event is user error.